Manufacturer narrative:
The customer did not return the device for evaluation. The test strips associated with the event expired in (B)(6) 2022. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2021-00006.

Event description:
The customer reported that at 8:29 a.m., she obtained blood glucose readings of 13 mg/dl and 132 mg/dl on the contour meter. The customer did not present any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.